Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets tubing detached events on (B)(6) 2024 and (B)(6) 2024 from hub. Infusion sets were used for a few hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4).